Manufacturer narrative:
Date of report: 27feb2019. Date rec¿d by MFR: 25jan2019. The data acquisition (da) printed circuit board assembly (pcba) and motor controller (mc) pcba were returned to philips for evaluation. Visual inspection of the da pcba and mc pcba revealed no evidence of damage or contamination. The da pcba and mc pcba were installed into a test ventilator. Operational tests were performed and the ventilator powered up from ac (alternate current) and delivered breaths. No errors generated. The ventilator operated for 12 hours without failures. A pressure accuracy test was also performed and passed. No errors were generated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09oct2018. The manufacturer's field service engineer (fse) performed preventative maintenance (pm) on the unit and found no errors. The fse replaced the data and motor controller (mc) to resolve the reported issue and confirmed that all hoses and connections were secured. Device had pm performed again and was returned to service.

Event description:
Customer reported that the unit's tidal volume increased to 1000ml spontaneously with no manual breath.the device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.